Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor underinfused. The reporter stated the expected therapy time was 10 hours; however, the device completed infusion in 20 hours. The device was filled with 3.4 g of deferoxamine diluted with water for injection to a total fill volume of 50 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from july 10, 2014 to july 11, 2014.evaluation summary:the device was received for evaluation. A visual inspection and functional flow testing were performed. The device was found to flow within specification. No malfunctions or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.